Event description:
It was reported that impedances with the 0 electrode as a reference; electrodes 4, 5, 6, 7, 12, 13, 14, and 15 were all greater than 3,600 ohms. All other references and all other combinations were good; the only out of range electrode was 0. The patient was not programmed to the 0 electrode. The patient was programmed on 5, 6, and 7 and therapy was reported to be good. The reason for the patient¿s appointment was a notification the battery would need replacing soon. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 377845, lot# v010268, implanted: (B)(6) 2006, product type: lead; product ID 377845, lot# v010268, implanted: (B)(6) 2006, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).